Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10337. The pt received an scs system which included two lead extensions from different lots. It was reported the pt was not feeling stimulation. High impedance was identified. Intraoperative testing revealed the lead extension was the source of the issue. The physician removed and replaced both lead extensions. Stimulation was recaptured post-operatively.

Manufacturer narrative:
Eval: results: the complaint was confirmed. As received, extension "a" had a severe kink just distal to the strain relief with all wires broken. The damage observed is consistent with the stresses the lead was subjected to while implanted. All the wires were broken in the lead body extension "a"; therefore, no functional testing was performed. Extension "b" had a flipped set screw in the header but was undamaged and passed all functional tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.